Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. However, during analysis of logfiles it shows sensor failure on the lifeblock. Adc count of 999 (minimum 1760 adc) and -2.59 mbar. The root cause of the issue was the defective differential pressure sensor / transducer or corresponding measurement electronics on the life board electronics on the life block. Multiple sensor failure visible. Pres pat insp reading is 1342 adc and 6.85 mbar. As a resolution lifeblock needs to be replaced. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available

Event description:
The customer reported that bellavista 1000 dpflowprox is out of tolerance; reading shows adc count of 999 (minimum 1760 adc) during patient use. The patient was transferred to other device due to device problem and no harm was reported.